Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 450 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they had felt weak and had fallen due to loss of consciousness. In addition the patient reports being dehydrated. The patient was taken by ambulance to the hospital. One at the hospital the patients pod was removed and it was discovered that the pods cannula had become dislodged from the pod infusion site, (back). The patient was treated with intravenous fluids as well as insulin. The patient was discharged from the hospital after two in a half days. The patients pod will not be returned as it has been discarded.